Event description:
Patient chemo was connected to begin administation. Patient felt a drop on his arm. Registered nurse stopped the pump immediately. The max plus clear needleless connector would not stay connected to the chemo spiros cap.